Event description:
As reported, the party stated that their family member underwent a hip and knee replacement surgery. The party mentioned that following surgery they complained about having pain on their left and right knee. In addition, they had to get a revision after 4 months. Based on the information provided it is unclear if the patient underwent revision of their knee or hip. No further information available.

Manufacturer narrative:
D6a: implanted 2016-2017; specific date unknown. D6b: explanted 4 months after initial procedure; specific date unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.